Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon 1) ¿foreign material on the light guide lens¿; and phenomenon 2) ¿foreign material in the nozzle at distal end¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The reprocessing was conducted in accordance with instructions for use (IFU) for phenomenon 1. However, regarding phenomenon 2, it could not be specified what the cause of the foreign material was that remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value and the play of upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on the bending section cover (a-rubber) was chipped, cracked and had white clouded-area; the adhesive around the objective and light guide (lg) lens had white clouded-area; the plastic distal end cover (c-cover) was dented; and the connecting tube was scratched and the coating peeling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a malfunction of zoom. During evaluation, the following reportable issue found foreign objects on the nozzle and tip lighting lens. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.